Manufacturer narrative:
This report is submitted on may 4, 2017. (B)(4).

Event description:
Per the patient's surgeon, the patient developed an infection post-operatively in (B)(6)2016, and was treated with an application of eosine, which reportedly resolved the issue. The infection reportedly reoccurred in the same location in (B)(6) 2016, after wearing the processor. The patient was subsequently treated with eosine, oral antibiotics, antiseptic and topical anti-inflammatories (dates and duration of treatment not reported). The patient is continuing to be monitored by their healthcare provider.